Event description:
It was reported that patient underwent a procedure utilizing a washerloc cancellous screw and fixation device in 2009. During the procedure, surgeon felt the screw was misthreaded which caused the fixation device to torque and fracture. Additional product was available to complete the procedure and there was no reported delay or injury to patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. This report filed august 5, 2009.